Event description:
Complainant alleged that during biomed testing, the device powered on without display and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that during our evaluation, we confirmed red x displayed. Unable to turn off. As a result, the main board was replaced to correct the issue. The board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation results: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during biomed testing, the device halted after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.